Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 3889-28 lot# va1kkqu, implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 08-sep-2021, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that it seems like it may have twisted a little bit and was causing discomfort and causing pain where the lead wire was. Patient also said they can't lean against anything because it automatically pushes it further in and makes it stimulate 3 times worse. The patient noted that they were on a very low setting. The caller mentioned ins was placed in (B)(6) 2018 and that one needed to be revised. The caller noted that they think it was happening because they were so thin. The caller noted that the doctor thought they got this one deep enough, but it seems like they will need to go deeper again. On 2024-dec-12, additional information was received from the manufacturing representative (rep). They reported that not soon after 1 month of the initial implant, the wire was poking at insertion site and battery site was uncomfortable so the physician had to place the battery again deeper the next time. The cause of the lead being twisted could have been a skin bridge at lead insertion. Anytime the patient lays on the wire, they experience overstimulation. Pushing the wire will cause the overstimulation. The lead was implanted to the correct depth but the patient does not have much extra tissue between the bone and the skin. The patient was very skinny at the time of the surgery, they were 97lbs. The lead issue was caused because the patient was very thin with limited adipose tissue to hide the lead/battery.